Event description:
Hill-rom received a report from the account stating that after activating the emergency stop switch, the control box will not read when it has been deactivated. The lift was located in the pt room at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The account found the emergency stop was not functional and the control box would show that the stop was pushed in even when the stop was pulled out. According to svc manual, the emergency stop function shall be checked at periodic maintenance at least once every year. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this lift. It is unk if the facility performs preventative maintenance on their lifts. The account replaced the control box to resolve the issue. Based on this info, no further action is required.